Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode delivered several inappropriate shocks for atrial fibrillation (af) with rapid ventricular response as well as oversensing. Additionally, review of stored device memory noted that shock impedance measurements have gradually increased. Programming changes were made. This product remains implanted and in service. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode delivered several inappropriate shocks for atrial fibrillation (af) with rapid ventricular response as well as oversensing. Additionally, review of stored device memory noted that shock impedance measurements have gradually increased. Programming changes were made. This product remains implanted and in service. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. It was reported that this device was later explanted and replaced due to a therapy upgrade to a transvenous implantable cardioverter defibrillator (ICD) system. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode delivered several inappropriate shocks for atrial fibrillation (af) with rapid ventricular response as well as oversensing. Programming changes were made. This product remains implanted and in service. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.